Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: vaccine some of the time they inject in arm or leg, go to plunge the vaccine but it wont be pushed though the needle. They have to go change the needle on the vaccine and sometimes it will work when they change it and sometimes it wont.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: vaccine some of the time they inject in arm or leg, go to plunge the vaccine but it wont be pushed though the needle. They have to go change the needle on the vaccine and sometimes it will work when they change it and sometimes it wont.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.